Event description:
We have had several disposable patient circuits with cracked parts in the "disposable water pathway" part of the device. The breaks/cracks are usually on the bottom of the piece where the internal magnets rotate to push water through the pump. This causes water to leak on the floor as soon as the water bag is attached to the system. This is usually discovered in the equipment room prior to patient use, but occasionally a slow leak will appear when in the patient room. This causes water to drip on the floor and is a slipping hazard and a potential electrical hazard. This also provides an opening in the system, which is an infection concern.this is an ongoing problem. We have approximately 1 to 3 devices fail per month for 4+ consecutive months. The manufacturer has been notified and product has been returned. The manufacturer has told us they are working on a solution but none has been communicated.======================manufacturer response for precision flow disposable patient circuit, precision flow (per site reporter).======================this has been a recurrent problem. We return about 1 to 3 per month. They say they are working on a solution.